Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number h10a06037 with no issues noted during the manufacturing process. No labeling deficiencies or errors were alleged. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This is the second of four complaints associated with ths event.

Event description:
The following additional information was obtained from the patient's physician on (B)(6) 2010: on an unknown date, the patient began dianeal-n pd-4 1.5 and extraneal therapies. On an unknown date, a culture showed negative results. The patient was treated with firsticin and sulperazon. On (B)(6) 2010, the patient recovered from the peritonitis and was discharged from the hospital. The physician considered that the event was not related to dianeal n or extraneal therapies since the patient's unsterilized technique was suspected for the event.

Event description:
This is a report by a nurse regarding peritonitis in a (B)(6) female homechoice peritoneal dialysis (pd) patient. On (B)(6) 2010 the peritoneal dialysis nurse reported that the patient had been in the hospital for approximately one month. It was unknown what remedial treatment was needed. It was unknown whether the peritonitis resolved. No additional information was available.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.